Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone number: (B)(6).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tube. There was no impact on patients.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos for investigation of customer complaint of foreign matter. Therefore, 30 retain samples were subjected to a visual inspection for foreign matter and none failed specifications. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint has not been confirmed for indicated failure mode of foreign matter. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tube. There was no impact on patients.